Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR.: synergy ii us mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. The first most proximal strut row was lifted and pulled distally. The remainder of the stent was undamaged. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on 16-aug-2017. It was reported that crossing difficulties were encountered.  A 2.25 x 16 synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.